Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer indicated via phone call that they had high and low blood glucose and sensor glucose and a calibration error was received. Customer indicated that they had a sensor glucose level of 130 and a blood glucose of 56 mg/dl and later on in the day, the blood glucose went to 81 mg/dl. Customer does not recall any significant events leading to the range discrepancy. Troubleshooting informed customer that insertion may impact sensor performance. Customer was advised that the sensors would be replaced and agreed to return the product for analysis.